Manufacturer narrative:
The account replaced the scale/ppm board due to the piezo not producing a sound when the ppm is alarming.

Event description:
Information received indicates there is audible alarm when setting the patient positioning monitor (ppm) or when ppm is alarming, but the bed does send a nurse call.